Event description:
Loss of therapeutic effect was reported. The patient lost pain relief since (B)(6) 2011. The patient believed their fall may have damaged the system. The patient also had a fall in (B)(6) of this year too, which caused a broken femur. Per the reporter, the health care provider (hcp) did a dye test but it was "inconclusive," didn't work right, and the hcp just assumed the pump was working and had no plans to check the pump further. The patient also reported dissatisfaction with the hcp because the dosage they are giving the patient is "too low" and the hcp wasn't giving the patient percocet orally. The pump delivered fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial #(B)(4),implanted on: (B)(6) 2007, explanted on: unknown. (B)(4).